Event description:
The customer reported that within a week, the tracheostomy tube's cuff had lost pressure despite being checked daily with a pressure reading of 20-25mg of mercury with bp. The cuff could not be re-inflated and the patient was re cannulated. The tube is not available for return.